Event description:
Completion angiogram s/p treo implantation showed an endoleak. Dr. (B)(6) diagnosed the endoleak as a type iii of the contralateral (left) leg. He identified a possible fabric defect resulting in endoleak. A 15x24x100 leg was used to re-line. Followup angiogram showed endoleak resolved. Patient presented with a cold leg on (B)(6) 2021. The ipsilateral (right) leg was compressed. Balloon angioplasty was performed on the ipsilateral (right) leg. Completion angiogram showed restored flow to the leg. Patient outcome: "follow-up angiogram showed endoleak resolved. Completion angiogram showed restored flow to the leg."

Event description:
Completion angiogram s/p treo implantation showed an endoleak. Dr. (B)(6) diagnosed the endoleak as a type iii of the contralateral (left) leg. He identified a possible fabric defect resulting in endoleak. A 15x24x100 leg was used to re-line. Follow-up angiogram showed endoleak resolved. Patient presented with a cold leg on (B)(6) 2021. The ipsilateral (right) leg was compressed. Balloon angioplasty was performed on the ipsilateral (right) leg. Completion angiogram showed restored flow to the leg. Patient outcome - "follow-up angiogram showed endoleak resolved. Completion angiogram showed restored flow to the leg."